Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented inpatient. Upon review, failure to capture was noted on right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2024. The patient condition was stable.